Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir has air bubbles in it and did not rewind with the reservoir in place. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for air bubbles and customer indicated that the reservoir is not stored at room temperature. Customer was advised that the device would be replaced and to return the product for analysis.